Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be damaged/torn between the up arrow and contrast keypad buttons. All keypad buttons were intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently unresponsive and there was contamination under the button contacts. This report is made based on results of investigation completed on (B)(4) 2015.